Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced two infusion set tubing came apart. On (B)(6) 2025. The infusion set was in use for 2 days. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain h11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.